Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2021. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-oct-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. The patient was scheduled for lead revision on the day of the report. When incision was made, clear fluid came out of incision. Surgeon decided to only explant the entire system. The issue was resolved.